Manufacturer narrative:
G3. Aware date, correction, the initial MDR inadvertently reported the aware date as 09/28/2021 instead of 09/25/2021.

Event description:
The patient's generator and lead were explanted due to infection. The patient was given oral antibiotics and a chest drain. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. Device return and evaluation is not necessary because the reported event of infection is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.